Event description:
The pt received his scs system on an unk date. It was reported that the pt lost stimulation. The receiver was explanted and replaced on (B)(6) 2009. F/u on the pt found no other issues reported. The device was not returned to the MFR for analysis. No further info is available.

Manufacturer narrative:
This MDR is being submitted past the 30 days reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.